Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system won¿t start. Review of the system log file showed ¿malfunctioning flexvision pc¿. Upon further inspection the point to defect grabber cards in flexvision 2 pc. Fse replaced the flexvision 2 pc. After replacing the flexvision 2 pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not starting and got stuck when counter reached 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc. The system was returned to use in good working order.